Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan USA to report the one touch ping meter would not power on. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter was found to have a low dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.